Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range right ventricular (rv) pace impedance measurements of less than 200 ohms. Technical services (ts) reviewed device data and determined that device power consumption was normal. The health care professional (hcp) decided to continue monitoring this. This device remains in service. No adverse patient effects were reported.